Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A surgical technologist reported that, following intraocular lens (iol) implant procedure, the patient was experiencing blurry vision and uncomfortable visual disturbances. Patient's best corrected visual acuity 20/40. The iol was exchanged for another iol after 2 months of initial implantation. Additional information was requested.